Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. Two 12.0 x40, 75cm charger balloon catheters were used for dilatation consecutively. However, during the initial inflation at 5-6 atmospheres for 3 seconds, the balloons ruptured. Both devices were completely removed from the patient's body and the procedure was completed with a 10mm charger balloon. No patient complications were reported.